Event description:
The customer reported incorrect free thyroxine 4 (ft4) patient results were intermittently received by remisol from (B)(6) 2021 to (B)(6) 2021. The erroneous results were released from the laboratory. Several patients were prescribed with medication adjustment based on the low ft4 results. The customer did not specify the number of patients that were prescribed with medication adjustment. There was no report of impact to the patient resulted from the medication adjustment. The customer provided examples of the original result and the correct result. Patient demographic information was not provided.

Manufacturer narrative:
Beckman coulter field service engineer (fse) examined the instrument and observed a factor was entered into the dxi instrument for ft4. The result was transmitted to remisol, where both results (unmodified and modified) are transmitted to the laboratory information system (lis) with the same lis code. The fse added a rule to the result upload to host trigger. If both tests have results, then the unmodified result will be sent to the lis. The customer performed a validation tests on the rule with a test patient and observed only modified result sent to host. The dxi analyzer did not generate erroneous results, and the issue was resolved. There was no further information provided related to the adjustment of medication. There was no report of impact to the patients as a result of this event. Pt info: information not provided by customer. (B)(6). (B)(4).